Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a low out-of-range shock impedance measurement of 0 ohms, and then returned to the 40-50 ohm range. Remote monitoring data showed rv and lv impedance measurements followed a similar trend at the same time, however there was no noise noted on stored electrograms (egms). Technical services (ts) reviewed that the 0 ohm shock impedance measurement may be attributed to electromagnetic interference (emi). It was noted that the patient was currently in hospice and recently had a myocardial infarction. This device remains in service and will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a low out-of-range shock impedance measurement of 0 ohms, and then returned to the 40-50 ohm range. Remote monitoring data showed rv and lv impedance measurements followed a similar trend at the same time, however there was no noise noted on stored electrograms (egms). Technical services (ts) reviewed that the 0 ohm shock impedance measurement may be attributed to electromagnetic interference (emi). It was noted that the patient was currently in hospice and recently had a myocardial infarction. This device remains in service and will continue to be monitored. No adverse patient effects were reported. According to additional information, this crt-d was explanted. It was noted that this patient has been deceased for over two years due to heart disease.